Manufacturer narrative:
No product has been returned and a valid serial number has not been provided for the meter. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A DHR (device history review) for the precision strips was reviewed and the DHR showed the precision strips passed all tests prior to release.  Retain testing was performed for precision strips and all units performed in specification and passed. A tripped trend review was completed for the complaint and there were no adverse trends that indicate any potential product related issues, therefore, it is not confirmed. This serves as a correctional report as (serial number was updated from (B)(4) to unk in the final report.

Event description:
Customer reported receiving erratic readings from their adc blood glucose meter. Customer reported receiving readings of 400 mg/dl, 200 mg/dl and 22 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings from their adc blood glucose meter. Customer reported receiving readings of 400 mg/dl, 200 mg/dl and 22 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.